Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was running high and upon changing his set he discovered that his infusion set cannula was bent. The patient's blood glucose at the time of incident was 415 mg/dl. The customer treated the hyperglycemia with the insulin pump. Troubleshooting did not occur. No products were returned or replaced.